Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during the implant procedure and while the physician advanced the right atrial (ra) lead, the patient's right ventricular (rv) lead dislodged and bent. The rv lead became unusable and was removed and replaced. No patient complications have been reported as a result of this event.